Manufacturer narrative:
External insulation abrasions were found at 7.6 cm ¿ 8.1 cm and at 9.7 cm ¿ 10.4 cm from the connector pin, breaching the optim sheath only, consistent with friction to the device can. The quad lumen tubing was intact in this region of the lead.

Event description:
This report is to advise of an event observed during analysis.